Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a posterior and anterior cruciate ligament surgery, the inflow tubes of the arthroscopic pump became overpressurized and broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update 09-mar-2026: the tubing that was used with the pump are the ar-6415, lot: n5032. The pump pressure was set at 60 mmhg pressure. No alarm or error message received during the use, just an unusual high pressure and continuous flow.